Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be seen once the results have been analyzed. Accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total prostatectomise with da vinci roboter - "the customer deploys the retrieval bag by default for a year. This is the fourth retrieval bag which is damaged. All bags are damaged at the lateral end. In one of this retrieval bags, the bag must be pull out in many parts. The retrieval bag placed over a covidien 5.12mm versaport. The bag cord is secured over a 5mm low profile trocar from covidien, until the end of the surgery. The umbicale incision is expanded along the port, then the trocar is pulled out and the cord is recovered. No books or other instruments were used. "Pt's status: o.k., no injury".